Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a product usability issue with her one touch ultralink meter. She was asking for the meter to have a backlight to help her see the meter's display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began when she started using the meter, "a couple of years" prior to contacting lfs. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue denied making any changes to her usual treatment. The patient claimed that after the alleged issue started, on an unspecified day in (B)(6) 2010 she felt chest/arm pain and was vomiting. Reportedly on an unspecified day in (B)(6) 2010, emergency medical services (ems) came and tested the patient's glucose. Reportedly, they obtained a result of "444 mg/dl" on their ems meter, and at 5 pm they administered treatment. It is unknown what kind of treatment was provided by the health care professional. During the initial call with customer service, the agent noted that the patient has poor vision and is unable to read the display and that was the reason she was asking for a backlight on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.